Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that lasted four months. The patient's physician recommended lotrimin cream or spray. Follow up indicated that the irritation was still present and the patient's spouse stated that the patient must be allergic to nickel. The final medical outcome is unknown.